Event description:
Dexcom g7 sensor failure, same issue with 2 sensors in a row. But this is not the first time, several issues with these sensors. However, the last one on (B)(6) 2025 failed by having a glucose reading of very low. This occurred while sleeping eventually waking me up. When I checked my glucose, it was almost 500, and who knows for how long, could have been 7-8 hours. I requested a replacement, got a call back today (B)(6) 2025, from dexcom and representative advised they were going to send a replacement and even verified may address. Then, got an email that stated they were not going to replace this sensor. I called them again just now and went thru the trash, dug out the failed sensors from the last 2 times, (I had thrown them away today when they told me they were sending replacements) read the numbers off again, and now they said they would send a replacement and got a confirmation email. There are a couple things, I was switched from the g6 to the g7 almost a year ago and didn't have a choice. Had at least 3-4 complete (would even come on) sensor fails and maybe 7-8 partials (sensor didn't last 10 days). Customers get 3 of these per month, and if every one last 10 days, that's 360 days total. Still not a years supply, but being billed/charged as years supply. At least I pay my part for that time frame. Not sure how many customers are in the same boat, but at minimal 5 days of fraud in the best situation x how many customers? But these fail at an alarming rate, and customer support does not speak english very well. Certainly, this can save my life and has been advertised as control measure. Yet, failure rates and customer service representatives who cannot communicate clearly in what could be a lifesaving/threatening situation. Undoubtedly, someone has died over this issue given the size of this company. Is there any class action lawsuits here? This must be stopped! Btw I have been on hold with dexcom waiting for them to advise me of my customer rights here, while I was typing this. Dexcom rep would not give ID number, gave ariza and after persisting gave me ID # (B)(6). Took 12 days to agree to send a replacement, and will a couple more getting here, and this is to replace that is good for 10 days. Referencing report mw5167569.